Event description:
It was reported that the during an implant procedure, the lead tail broke in half when the physician was moving the lead into the midline incision. The cause was unknown and nothing unusual during the procedure. The lead was removed and replaced. The patient was doing well postoperatively.